Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, he experienced yellow wrench and red heart alarms, and heard a grinding noise. The pump then stopped. The patient was hand pumped, and taken to the hospital where he was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The hospital staff attempted to restart the pump using the backup system controller; however, they were unsuccessful, and as a result, a decision was made to replace the lvad with the manufacturer's clinical trial lvad. A week later lvad was exchanged, and the patient remains ongoing with the manufacturer's clinical trial lvad.

Manufacturer narrative:
Patient remains ongoing with the manufacturer clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.